Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received indicating that the ra lead was explanted.

Manufacturer narrative:
As received, a partial lead, the distal portion, was returned. Hipot test failed between conductors. After dissecting the lead, the inner insulation was revealed to be abraded at the distal region. The cause of the reported event was due to inner insulation abrasion.

Event description:
Additional information was received indicating that the ra lead was successfully replaced to resolve the event and the patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was noted on the atrial channel. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continued to be monitored.